Event description:
It was reported that following an implantable neurostimulator (ins) replacement, the patient¿s healthcare professional (hcp) measured impedances and found that contacts two, three, and four had a short circuit. The following impedances were measured: 1<(>&<)>2, 1<(>&<)>3, and 2<(>&<)>3 were 71 ohms. The ¿tested data was still abnormal by adjustment and drying blood.¿ the hcp decided to program the patient using case as positive and contact zero as negative. When the ins was turned on, their symptoms were better. Follow up with a manufacturing representative indicated the patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
(B)(4)